Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kcd9, product type: lead. (B)(4).

Event description:
It was reported that during the procedure, lead component would not go into the implantable neurostimulator (ins) battery head. It was noted that ¿impedances¿ were detected at multiple electrodes. The physician attempted, multiple times, to insert the lead into the head of the battery. The physician finally took the directional guide and tested to see if it would go into the battery head completely and it would not. The action required for the issue was that a new ins was then opened and used with normal impedances reported. There were no reported patient symptoms or complications associated with the event. It was noted that the physician wanted the ins battery assessed. The patient status at the time of report was noted as ¿alive ¿ no injury¿. Follow up information received 4 days later reported that all ¿pairings with 3 were impeded¿ and hence the lead would not fit completely into the header. The patient was reported as doing fine and receiving effective therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.